Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the clinic, the patient experienced skin infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported); however, the issue could be resolved. The patient underwent a skin revision surgery on (B)(6) 2022 under general anesthesia. The abutment was removed during the same procedure.